Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs to have the monitor replaced per the philips fse due to the screen flickering. There was no reported patient involvement.